Event description:
After performing the triangle milling of an s-rom primary hip replacement, the triangle miller shell was stuck in the femoral canal. The doctor attempted to use the triangle miller frame to remove the shell. Repeated mallet strikes resulted in cracking of the t-handle portion of the frame. The doctor terminated use of the frame and used a bone tamp to remove the shell, which resulted in the superior portion of the shell becoming crooked. This was a primary total hip replacement and the broken instruments should not have any affect on the patient outcome.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned devices confirms the reported event of breakage. The returned devices were forwarded to commercialized product development for evaluation and analysis a two year complaint database search did not identify any reported events on the provided product code. Considering these scenarios, the probable root cause is user error from not following the surgical technique. Based on the root cause of suspected user error, corrective action is not needed. Continue to monitor via sep-419. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Resubmitting due to FDA outage on 01/05/2015.